Event description:
The graft was successfully implanted in 2000. In 2003 the patient underwent resection of abdominal aortic aneurysm and insertion of aortic bi-iliac bypass graft was removal of old endograft (aaa). The aneurysm was opened, and at this time the suprarenal cross clamp was released. There was a hole noted in the posterior wall of the endograft, was leaking. Surgically the patient had no complications." The graft has not been returned for investigation as of this report.